Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 23/oct/2017, 22/jan/2018, 15/oct/2018, and 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spectrum, crease folds and deformation. Based on the device analysis the final assessment is: no issues were found related with the manufacturing process. Reason for reoperation is capsular contracture baker grade iii and seroma-late. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii ¿pain¿, ¿breast modification (down)¿ "radial folds", and ¿small quantity of liquid around device¿. The device has been explanted.